Event description:
It was reported that a malfunction occurred with a pump, which could not be reset. The impact on the customer¿s blood glucose level was unknown as they declined to answer whether their levels exceeded 500 mg/dl. As a corrective action, the customer was informed that the pump needed to be replaced, which was confirmed by technical support. A replacement pump was sent, and the customer was instructed to return the malfunctioning pump to tandem using a pre-paid label and return box.